Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated after analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. No suspicious system errors were noted. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Additionally, no noise was noted during testing. The device was placed into a saline-filled tank with a test-electrode attached. Pulses were sent through the electrode and no noise was noted. The device case was tapped on and, again, no noise was noted. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), a high frequency, medium amplitude noise was observed on the programmer, and the impedance measurement was greater than 400 ohms. Automatic set-up failed several times. The electrode was reconnected to the device after cleaning the terminal pin, but this did not resolve the noise and impedance issues. There was no unusual equipment in the room at the time of the procedure to cause external interference. A new device was connected to the implanted electrode; in the first few seconds noise was observed again and the first impedance was 400 ohms, but after 20 seconds the signal was clear and the impedance measurement was normal. An induction test was performed with appropriate vf conversion and a shock impedance measurement of 59 ohms. The system remains implanted. The first device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated after analysis is completed.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), a high frequency, medium amplitude noise was observed on the programmer, and the impedance measurement was greater than 400 ohms. Automatic set-up failed several times. The electrode was reconnected to the device after cleaning the terminal pin, but this did not resolve the noise and impedance issues. There was no unusual equipment in the room at the time of the procedure to cause external interference. A new device was connected to the implanted electrode; in the first few seconds noise was observed again and the first impedance was 400 ohms, but after 20 seconds the signal was clear and the impedance measurement was normal. An induction test was performed with appropriate vf conversion and a shock impedance measurement of 59 ohms. The system remains implanted. The first device will be returned for analysis. No adverse patient effects were reported.